Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line alarms. The patient discontinued treatment during drain 5 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 2334 ml during drain 5 of the treatment. This drain volume is 195% the patient's prescribed fill volume of 1200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient did not complete treatment that day, but continued the next day. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The as-received simulated treatment of a total volume of 6000ml was performed and completed without any failures or problems. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill, and compare the weighed fill values in each cycle with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a go/ no go gauge¿ check, valve actuation test, system air leak test, load cell verification, and 5k test. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.